Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5, b6, b7, d10, h6 health effect impact codes. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported from checking the compressor, scroll made an unusual noise. Try changing the compressor, scroll and test the machine. There is no more power up test fails code # 3 notification. Compressor, scroll price will be quoted later. Additional battery and safety disk found to be due for replacement. Waiting for repair approval from customer. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Event description:
It was reported that before use the cardiosave intra aortic balloon pump (iabp) had power-up test fails # 3 (reservoir vacuum). There was no patient involvement and no harm reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Corrected fields: h6 investigation findings.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11 corrected fields: d9, h3, h6 h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported from checking the compressor, scroll made an unusual noise. Try changing the compressor, scroll and test the machine. There is no more power-up test fails code # 3 notification. Compressor, scroll price will be quoted later. Additional battery and safety disk found to be due for replacement. Purchase order received and spare parts ordered. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) had power-up test fails code 3. There was no harm and injury reported.

Manufacturer narrative:
Corrected field : h6 ( medical device ¿ problem code , investigation findings , component codes ). Updated field : b4 , g3 , g6 , h2 , h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported from checking the compressor, scroll made an unusual noise. Try changing the compressor, scroll and test the machine. There is no more power-up test fails code # 3 notification. Compressor, scroll price will be quoted later. Additional battery and safety disk found to be due for replacement. Purchase order received and spare parts ordered. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
Due to character restriction in block e1. E1 event site address is (B)(6). Updated field : b4 , g3 , g6 , h2 , h11 , e1 ( event site address , event site telephone ). A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, the fse noted unusual noise coming from the internal air system, specifically from the compressor and scroll assembly. Diagnostic testing indicated that the compressor scroll was broken, contributing to the power-up test fail #3 condition. The fse found additional battery and safety disk, due for replacement. The fse replaced the scroll compressor (d119-00-0236), safety disk assembly (d202-00-0140), temperature sensor (d206-00-0734), muffler 1/8 npt (d103-00-0631), muffler < 100 micron (d103-00-0499) and batteries (d146-00-0097). After the replacement, the unit passed all functional and safety tests in accordance with the manufacturer's specifications.